Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. This device was manufactured between april 2003 and july 2003 and was listed in the advisory letter issued in july 2005. The device analysis is in progress.

Event description:
During patient scheduled follow up 41 months after implantation. The device involved in this MDR report would not be interrogated. In addition, no magnet response was observed. Therefore, it was explanted.